Event description:
It is reported that the pt was revised possibly due to an allergic reaction to the metal ion.

Manufacturer narrative:
This report will be amended when our investigation is complete.